Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and under-sensing. It was also observed it did not capture and noise was found on the lead. The ra lead was cut, capped, partially removed and replaced. No patient complications have been reported as a result of this event.